Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient was revised to address elevated metal ion levels and pain. Revision notes reported 10ml of metallic debris, metallic soft tissue debris, periprosthetic osteolysis, acetabular metallic debris and larger acetabular defects, large amount of acetabular bone loss and not enough significant bone for fixation of the revision screws. Post operative diagnosis indicated intraoperative soft tissue and bony metal corrosion with severe femoral and acetabular periprosthetic osteolysis. Doi: (B)(6), 2007; dor: (B)(6), 2017; left hip.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and elevated ion levels. Cobalt 157.8 mcg/l, chromium 93.4 mcg/l. Cup was explanted and large volumes of metallic tissue was removed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.